Event description:
Ligasure atlas tissue fusion device failed to operate as expected during surgical case. Device removed from pt cavity and surgeon attempted to activate device again. Device sparked with attempt to fire device. Device removed from case immediately.